Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On (B)(6) 2023 and impella 5.5 was placed as care escalation from a prior placed impella cp for the 73-year-old male patient. He had been admitted in with drug resistant cardiogenic shock, coronary artery disease, and with impaired consciousness and shock. The pump supported the patient for 23 days and was then explanted as hemodynamically the patient had recovered. On (B)(6) 2026, the abiomed team in japan located a publication from the medical team outlining this support. There is an allegation of renal failure the prompted dialysis and mitral valve regurgitation (mr). The patient was medically managed for the mr and had a mitraclip performed. The patient did survive the events and harms. Cardiac injury is a known risk associated with impella support as described in the instructions for use.

Manufacturer narrative:
Investigation summary mitral valve incompetence/renal failure/ppae: the cause of the injury was not determined due to insufficient clinical details.